Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Image review completed by the intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst confirmed damaged conductor wire insulation. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps instrument (part # 470205-17, lot # n10200720 0061) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 using system sk1040. The instrument had 3 remaining usable lives with no subsequent use recorded. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). The customer reported complaint does not itself constitute an MDR reportable event; however, this complaint is being reported because the complaint information acknowledges that the fenestrated bipolar forceps instrument has a conductor wire insulation damage. Although there was no arcing reported, and there was no patient injury reported on the last instrument usage, if this failure were to recur, it could result in an adverse event.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was found to have a damaged conductor wire. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the site and confirmed that there was no known patient injury during the last known instrument usage. No additional information was provided.

Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Visual inspection identified damaged conductor wire insulation. This is consistent with the image submitted by the customer. No missing material was confirmed on the area of the conductor wire insulation compromise. The instrument was tested and passed electrical continuity. This observation is indicative of a component failure.